Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the coronary arteries. There was slight resistance while advancing the ivl catheter. The intended procedure was completed with atherectomy. During withdrawal of the ivl catheter, the catheter shaft fractured and detached inside the patient. The detached fragment was successfully retrieved as the guideliner was withdrawn and all device components were removed in entirety. The patient was then treated with 2 rota burrs, and there was no patient harm reported. The patient remained stable throughout the procedure.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure, "detachment of device or device component", was confirmed. The device was returned broken and separated into 3 sections. The cause of the shaft break is unknown. There was no patient harm reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.